Manufacturer narrative:
One opened trocar handle/blade assembly along with a cannula and an enhanced hub were received in a pouch for the report of trocar broke. The returned sample was visually inspected and was found non-conforming with the hub and cannula separated. Adhesive was observed on the hub, no adhesive was observed on the cannula. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub separated cannot be determined from this evaluation and the root cause for this complaint is unknown. How and when the cannula became damaged cannot be determined from this evaluation. A potential contributing factor of the separation and damage is handling during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is removed from the lot and scrapped. All cannula assemblies are also 100% inspected for damage to the cannula and all non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. No sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any non-conformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the plastic and metal part of the trocar separated during a procedure. No patient harm reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the event occurred on the left eye. Patient outcome is unchanged.